Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the operating room for rv lead revision. Previously, the patient was admitted in the hospital with decreased ejection fraction. X-ray revealed lead dislodgement. Rv lead diagnostics appeared stable. The physician decided to reposition the lead. Helix did not extend back out. The lead was explanted and replaced. The patient was stable.